Event description:
An orsiro mission drug-eluting stent system was selected for treatment. During introduction of the orsiro mission over the wire into the main introducer sheath, the stent came off the balloon. Dislodgement was noticed and the device was not introduced into the patients body.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In the as-returned state, the stent was displaced by about 87 mm in proximal direction and thus located on the device shaft. The stent is deformed at its distal end, i.e. It is flat and several struts are bent. The balloon is slightly unfolded but shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In the as-returned state, the stent was displaced by about 87 mm in proximal direction and thus located on the device shaft. The stent is deformed at its distal end, i.e. It is flat and several struts are bent. The balloon is slightly unfolded but shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.